Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05530. It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported event of lead revision due to fractured lead was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received shows that patient underwent surgery on (B)(6) 2021 and one lead was replaced due to a fracture. Stimulation was restored postoperatively. Note: it is not known which lead was replaced so both are being reported.